Event description:
In 2007, this patient underwent endovascular repair of an abdominal aortic aneurysm. The patient had total occlusion of the right common iliac artery; an aorto uni-iliac procedure was planned. After implanting the gore excluder aaa endoprosthesis trunk ipsilateral leg component, the physician attempted cannulation of the right common iliac artery. An 18fr gore introducer sheath was inserted as afar as the aorta; however, subintimal dissection from the distal common iliac artery to the distal abdominal aorta occurred. A contralateral leg component was deployed and ballooned, resolving the dissection, when the patient's blood pressure dropped due to rupture of the right common iliac artery. An occlusion balloon was inserted and the physician embolized the right hypogastric artery with three tornado coils and extended into the right external iliac artery with an iliac extender component. The procedure was successful, and the patient was stable.

Manufacturer narrative:
A review of the manufacturing records for the device was not possible since the lot number was unavailable. A review of the manufacturing records for the device was not possible since the lot number was unavailable.